Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Review of the lot details concluded the patient was using an expired pod. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 383 mg/dl while wearing the pod between 24 and 36 hours. Insulin leakage was observed. Symptoms reported include abdominal pain. The patient was admitted to (B)(6) hospital and was treated intravenously. Patient was subsequently transferred by ambulance to (B)(6) hospital wherein they were stabilized and discharged on (B)(6) 2026. The pod was discarded by the hospital.